Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm. Customer's blood glucose level was 120 mg/dl. Customer stated that she was doing set change and when doing a rewind pump error appears. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported that they were able to clear the alarm. Customer stated they are not able to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Constant pump error 38 alarms during rewind due to moisture damage on motor assembly. Unable to verify resume anomalies due to pump error 38 alarms. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test due to pump error 38 alarms. Corroded force sensor assembly and moisture damage on electronic board stack.